Event description:
It was reported that during implantation, while repositioning this right ventricular (rv) lead, a high out of range pacing impedance measurement was observed. At the initial position, the impedance was elevated but remained within normal limits. However, following several repositioning attempts, impedance values became high and out of range. A conductor fracture and insulation issue were noted. This rv lead was subsequently explanted and successfully replaced. No adverse patient effects were reported. This lead is expected to be return for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.